Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-21296, 1627487-2020-21297. It was reported the patient experienced ineffective stimulation since implant. Reprogramming did not resolve the issue. Surgical intervention was taken sometime in 2013 wherein the scs system was explanted to address the issue.